Manufacturer narrative:
A visual inspection was performed. Wear was found on the tip of the device and rotational deformation is observed. A material analysis was performed on a device from the same lot with the same failure mode to test device hardness, no non-conformities were observed. Device history records were reviewed for this lot, and no relevant issues were identified. Complaint history records were reviewed for this lot, similar complaints were identified. Initial report states that the tip of the tapered driver is worn and not holding the screws. Direction of the returned device tip deformation indicates it most likely occurred during screw insertion. It was reported that the device was not used at a difficult angle and that excessive force was not applied. Device has been used approximately 50 times and patient had normal bone. The rep reported via phone: "doctor is using these 2-3 days a week with 2-3 cases a day, and we do 2-3 level fusions. High volume for each driver (tapered and non-tapered)". The most likely cause of the reported event was determined to be a high volume of normal use. The degree of wear on the device supports this. It was reported that the surgeon is using these drivers 2-3 days a week with 2-3 cases a day, and that they do 2-3 level fusions. This usage correlates to 1250 - 3750 uses per year.

Event description:
It was reported that the tip of a pyrenees tapered driver is worn and not holding the screws outside of the or. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Event description:
It was reported that the tip of a pyrenees tapered driver is worn and not holding the screws outside of the operating room. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.